Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield detached when the protective cap was removed. No health impact or adverse consequence was reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.